Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the patient died from sudden cardiac death. The last printout received was dated may 19, 2009 and the device was reportedly in back-up mode on that date. There is not yet any information regarding the circumstances of the patient's death.

Manufacturer narrative:
Na

Manufacturer narrative:
Interrogation found the device in back-up mode as received. Review of the ram map showed the device went into back-up mode due to a maximum voltage shock into high impedance, after the reported time of death. Automated electrical testing and testing on the bench found no anomalies, and the device met all specifications.